Event description:
It was reported that the insulin pump alarmed an error every time the prime was performed. It was stated that the piston continues moving forward after the reservoir makes contact and insulin squirts out. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed.